Manufacturer narrative:
An event of structural valve deterioration was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A trifecta gt valve was implanted (B)(6) 2019. The sales rep. Was informed that structural valve deterioration occurred on the implanted trifecta gt valve. Due to this deterioration, the patient was placed under percutaneous cardiopulmonary support (pcps) when the patient was emergently brought to the hospital. The patient was reported deceased on (B)(6) 2020.